Event description:
A malfunction was reported with code malf 24 that could not be reset. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.